Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have kidney failure. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam became degraded and caused the patient to have kidney failure. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's quality product investigation laboratory for examination. During the investigation, evidence of sound abatement foam degradation was observed. A musty odor was detected during therapy, and a black substance, consistent with degraded sound abatement foam, was found on the outside bottom of the blower box. The foam at the bottom of the enclosure was visibly degraded, moist, and fell apart when pulled or pressed. Dust-like contamination was present on top of the foam, and tiny black pieces of the degraded foam were found at the bottom of the enclosure. Secondary findings included dust-like contamination on the right panel assembly and the air outlet port. Dust-like contamination was spread across the top of the printed circuit assembly (pca), and significant hairs/fibers were near the user interface (ui) knob. Dust-like contamination was also found at the air inlet behind the filter, on top of the blower box, throughout the bottom of the enclosure, on top of the blower motor, and in the bottom of the blower box. The air inlet seal was yellowed and had dust-like contamination. The left side panel had dust-like contamination, as did the bottom and sides of the enclosure and the heater plate. The water tank was mostly free of visual contamination. The dry box had dust-like contamination and tiny hairs/fibers on it, and the dry box seal and inlet seal had unknown contamination and yellowing. Two screws holding down the humidifier bottom enclosure had corrosion. The underside of the heater plate had dust-like contamination and tiny hairs/fibers. The complaint did not mention any issues with the modem, and although a visual inspection was performed, the modem was not functionally tested. No issues were found during the visual inspection. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found thirty error codes. The manufacturer concludes that confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings of the humidifier. Sections d8, d9, h2, h3, and h6 were updated.